Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a decrease in impedances. The ra lead dropped from the upper 300 ohm range to the low 300 ohm range. These values are still within normal limits. However, the patient was then found to have an infection. At this time, the ra lead and system were explanted. No additional adverse patient effects were reported.